Event description:
It was reported the momentary safety switch failed to operate as designed. Visual exmination of the switch revealed that the handle appeared to have been damaged by misuse and one of the internal springs was missing. The remaining spring allowed the switch to be activated with very slight pressure, but it did not remain in the "on" position when released. We were unable to duplicate the reported event, but noted misue on the part of the customer as the cause of this report.